Manufacturer narrative:
(B)(4). A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr replaced the main printed circuit board assembly (pcba) and turbine assembly. The fsr ran the user verification test (uvt) and the device passed. The device meets manufacturer's specifications. The vyaire medical failure analysis laboratory received the suspect components, a vela printed circuit board assembly (pcba) and vela turbine assembly. Upon completion of the device evaluations, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator showed "xdcr fault" (transducer fault) and then "vent inop" (ventilator inoperable) errors. This issue occurred during the calibrations prior to use. There was no patient involvement associated with this issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect components, a vela main printed circuit board assembly (pcba) and a vela turbine/muffler assembly, and evaluated the components. An evaluation of the main pcba confirmed and duplicated the reported issue and isolated the issue to a failed transducer. An evaluation of the turbine did not duplicate the reported issue. The turbine operated per manufacturer's specifications.